Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator visually and audibly alarmed without issue but there was no alarm signal at the nurse call station. The ventilator was connected to a patient when the reported problem occurred but there was no patient harm.